Event description:
It was reported that the right ventricular lead exhibited several episodes of noise during a merlin.net transmission. The noise was confirmed in clinic. The lead was explanted and replaced.